Event description:
New information received notes that the patient passed away due to respiratory failure during the lead implant procedure.

Manufacturer narrative:
The reported event was patient death. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the patient deceased following an attempted system implant. There is no known allegation from a health professional that suggests the death was related to the device or procedure. It was reported that the cause of death was unknown.